Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the tip broke off the shaver in the patient's shoulder. The tip was retrieved and another shaver was available to successfully complete the procedure.